Manufacturer narrative:
Carefusion file identifier: (B)(4). The customer reported that the issue occurred in 2012 but it was only reported to carefusion in 2016. Any additional information received from customer will be included in a follow up report. (B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it alarmed intermittent vent inop. The customer reported no patient involvement associated with this event.